Event description:
The customer reported unstable calibration on advia 1800 system electrodes. Discordant chloride (cl) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeated cl results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant cl results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the electrode usage was normal and that the system electrodes were performing within specification. The cause of the discordant chloride results is unknown. The customer successfully performed ion selective electrode calibration and successfully ran quality controls. The instrument is performing within specification. No further evaluation of the device is required.